Event description:
During a breast biopsy procedure the vacumm would not initiate and there was a burning smell coming from the system. There were no pt consequences; the case was cancelled for other unrelated reasons.